Event description:
It was reported that a dissection occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. There was a significant bend in the lesion less than 45 degrees. A 2.25 x 24mm synergy xd drug-eluting stent was advanced and fully deployed without any issues. However, a stent edge dissection was noted. The patient was stable and in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.